Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump reset unexpectedly. Reportedly, the reset occurred while the pump was in the customer's pocket and the customer was off the pump for two hours. It was confirmed that the customer was able to reload the same cartridge and resume insulin therapy. Additionally, it was reported that the wake button has stopped functioning. During troubleshooting with tandem technical support, it was confirmed that the pump still turns on when plugged into a power source. The customer's blood glucose level was over 500 mg/dl and was addressed with manual injections. It was confirmed that the customer had an alternate method of insulin delivery available.